Event description:
The account alleged the brake is no longer holding.

Manufacturer narrative:
The tech found the brake casters were ratcheting with the brake set, allowing the stretcher to move when lateral force was applied. The tech found the casters were worn. He replaced the four casters to repair the stretcher.